Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had under delivery. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer¿s current blood glucose value was 321 mg/dl. The customer experienced nausea due to high blood glucose. The customer treated high blood glucose with manual injection. The insulin pump was not on auto mode at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer declined further troubleshooting. The insulin pump and reservoir both will not be returned for analysis.